Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided.

Event description:
Clinician reported the edges are bent. Clinician called in to report the abutment seems defective. It would not seat in implant and seems bend. Doctor replaced healing abutment and will return when replacement is received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) iapp474g, (certain® gingihue® post 4.1mm(d) x 7.5mm(p) x 4mm(h)) for evaluation. Visual evaluation of the as returned device identified the certain® gingihue® post with minor signs of use. (Cal3845 due aug 27, 2024). The certain® gingihue® post seated as intended with an in-house implant during a physical / functional test. The fingers were not identified as bent. No apparent malfunction was identified. Therefore, the coob was unconfirmed. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1238234. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1238234 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not seat¿ & "bent." The customer did not submit images for the reported event. IFU review: review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev. G - december 2022. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that overloading and improper technique may lead to device failure. A definitive root cause could not be determined. Based on the investigation and functional testing, device malfunction did not occur and the reported event has been unconfirmed following functional testing. Therefore, based on the available information, and functional testing a device malfunction did not occur and the reported event/coob was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
The following sections have been updated: g6: checked "follow-up" .

Event description:
No further event information available at the time of this report.